Manufacturer narrative:
This report is submitted on september 08, 2021.

Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment. The patient was placed under general anesthesia on (B)(6) 2021, in order to undergo an abutment removal.